Event description:
Boston scientific received information that this lead displayed high thresholds and intermittent capture. The lead had reportedly experienced a lead safety switch. The lead was suspected to have fractured. The patient was seen for a lead revision procedure where the lead was capped. There were no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.